Event description:
A lower than expected vitros phyt quality control result was obtained from a vitros tdm pv iii fluid tested on a vitros 4600 chemistry system. Vitros phyt tdm pv iii result: 23.4 ug/ml vs expected 29.4 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer stated that no vitros phyt patient results were in question. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros phyt quality control result was obtained on a vitros 4600 chemistry system. The investigation was unable to determine a definitive assignable cause. However, unexpected vitros phyt or vitros 4600 instrument performance, or an issue with the vial of vitros tdm pv iii in use cannot be ruled out as contributing to the event.